Event description:
Caller reported an issue with the incorrect time display on the pump. There was no adverse impact to the customer's blood glucose level, which remained within normal range. Cts assisted the caller with updating the pump time, advised monitoring, and suggested a follow-up if the time discrepancy exceeded five minutes again. Caller understood and acknowledged the advice.